Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient presented to the emergency department (ed) with complaints of lightheadedness and dizziness. Ed workup revealed a new right bundle branch block (rbbb) and a reversible defect in the left circumflex territory. The patient was then admitted to the hospital due to syncope for testing and monitoring. Per the physician, the syncope was probably related to hyperdynamic left ventricle (lv) and subvalvular gradient in the context of dehydration. However, the gradients were increased; thus, the syncope was possibly related to the valve. The patient was discharged in stable condition. Approximately five months later, the syncope resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a diagnostic echocardiogram was performed approximately 2 years and 1 month following the implant of the valve. The mean gradient measured 13 millimeters of mercury (mm hg). There were no symptoms and no sequelae. The event was reported as resolved.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the prior to the implant of the transcatheter bioprosthetic valve a transthoracic echocardiogram (tte) measured a baseline mean gradient of 44 millimeters of mercury (mm hg). Following the transcatheter valve implant at an implant depth of 4 millimeters (mm) on the non-coronary sinus (ncs) and 3 mm on the left coronary cusp (lcc), at discharge the gradient measured 7 mmhg. Approximately 1 year following the implant of this transcatheter bioprosthetic valve the gradient measure 12 millimeters of mercury (mm hg). Approximately 6 months later the gradient measured 27mmhg and a dimensionless index (di) of 0.58. As reported, this suggested at least mild prosthetic stenosis. There was no report of thrombus nor leaflet thickening. As reported, contributing factors were a symmetrically calcified tricuspid aortic valve with mildly protuberant moderate annular calcification contiguous with the mitral annulus calcification. The tte performed approximately 1 year and 6 months following the implant of the valve, was done as a standard of care while the patient was hospitalized due to syncope. However, it was reported that the patient did not have any symptoms of heart failure, or any symptoms associated with the change in the mean gradient. No treatment or intervention performed. The patient was discharged from the hospital 7 days after presenting. The stenosis was reported as ongoing. The two-year echocardiogram was to be performed approximately 7 months following. To date, this had not been performed. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 - annex a and annex g codes were omitted in error from the previous supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.